Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The guidewire was discarded by the account and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, this guidewire was inserted through a catheter into the left ventricle after crossing the native valve. A balloon aortic valvuloplasty (bav) was performed with no adverse events. This device¿s delivery catheter system (dcs) was inserted, and as it was being navigated within the descending aorta, the guidewire was found outside of the left ventricle in the ascending aorta. The dcs was removed and the valve was crossed again with the same guidewire. The guidewire was deemed to be in a good position, so the dcs was re-inserted and the implant was completed without issue. Transesophageal echocardiogram (tee) confirmed no paravalvular leak and no cardiac tamponade. The dcs and guidewire were removed from the patient as a single unit, at which point hypotension was noted. A tee confirmed cardiac tamponade. An emergency pericardiocentesis was unsuccessful. A full sternotomy was performed, revealing a hole in the lateral wall of the left ventricle. The hole was repaired, resolving the hypotension. No other adverse events were reported, and the patient was reported as recovering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no allegation of a malfunction of the guidewire, which was discarded at the implant facility. A follow-up report will be submitted if additional information is received or when the investigation is completed. (B)(4).